Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-dec-26 regarding a patient receiving unknown balcofen and morphine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the pump was alarming/beeping with a single tone chirp. The sound was consistent with pump alarms. It was noted that the patient had missed a scheduled refill. The patient's last refill was (B)(6) 2019 and the next refill should have been "a month and a week" from that date. The patient was not experiencing any withdrawal symptoms yet. The patient was to follow-up with their healthcare provider (hcp). It was noted that their old hcp retired and the patient was now waiting for the new hcp to start up. The next appointment was scheduled for (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. It was reported that the pump was critically alarming and empty. The patient was waiting to see a doctor but it would be "a while until they could see him." No patient symptoms were reported. No further complications were reported.